Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: one actual device and one photographic sample were received for evaluation. The returned photograph was reviewed, and it was noted that the interlink t-conn, non-retractable male luer lock, with septum and the t-connector housing was damaged. A visual inspection of the actual sample was performed, and it was noted that the t-conn housing of the interlink t-conn, non-retractable male luer lock was observed damaged. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date/d10: concomitant product: this event occurred on an unspecified date in (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that male portion of the luer lock adapter of two (2) interlink system non-dehp t-connector extension sets was damaged which prevented the connection to catheter hub. This was noticed while connecting during intravenous placement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.